Manufacturer narrative:
The technician found the head drive was damaged and replaced the head limit switch and rebuilt the head drive with clip engagement to resolve the issue.

Event description:
Technician alleged that the head of the bed was stuck and would not go up or down electrically, manually or with CPR. No injury.